Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified proximal right coronary artery. After predilatation was performed the 2.75x23 mm xience prime would not cross the lesion due to the patient anatomy. During the attempt to cross the proximal shaft separated. A non-abbott stent was able to be deployed successfully. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Shaft separation was confirmed. Failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no similar incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.